Event description:
It was reported that screw was implanted for scatho-lunate ligament repair and during removal the screw broke.

Manufacturer narrative:
Investigation in progress but not yet complete.